Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. The platform's archive data was corrupted and could not be downloaded. The platform and diagnostic service pc were able to communicate, and apvision3 software confirmed a system error - 136 (internal parameter corrupted). The root cause of the system error was the defective processor board due to a defective component. Visual inspection of the returned platform was performed, and no physical damage was observed. The archive data could not be downloaded as the parameters in backup memory (non-volatile ram) had been corrupted due to the defective processor board. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" displayed upon powering up the device, confirming the reported complaint. Technical investigation revealed that the root cause of the system error was the defective processor board, which was replaced to remedy the fault. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known-good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the autopulse platform (s/n (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering up. The ems crew reverted to manual CPR. There were no adverse effects on the patient.